Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent a CT scan which was read as ¿recurrent umbilical hernia and an apparent distorted, disrupted and displaced old mesh adjacent to and likely contributed to the recurrent hernia defect. It was reported that the patient underwent hernia repair surgery on (B)(6) 2019 during which the surgeon noted ¿lysed rock-hard intra-abdominal adhesions of omentum to the old mesh from previous repair and reduced the incarcerated recurrent hernia defect just about the old mesh.¿ it was reported that the patient experienced chronic severe pain, digestive issues, inflammation and discomfort. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 11/18/2020. Additional information: a2.